Event description:
Customer reported receiving a reading of 3.4 mmol/dl on their mini meter and then reported receiving a reading of 1.9 mmol/dl on their precision xtra meter. Customer then stated that they began to feel dizzy and had to sit on the floor. It was then that their family member administered sugar to them in order to normalize glucose levels.